Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316 serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the ipg site and was admitted in the hospital. Symptom was redness at the site. The physician believed that the infection was not device related but related to the procedure. The patient underwent an explant procedure.